Manufacturer narrative:
(B)(4). Pt info requested and all available info was included in sections a and b. This report was filed by the MFR. Customer reported that the set was not saved. The customer's complaint could not be confirmed because the set was not returned for failure investigation. The root cause of the reported complaint was not identified.

Event description:
Customer reported a leak during an etoposide infusion. The leak occurred at the filter. The pt was on the oncology floor receiving high dose etoposide (528 mg) rate unk. There was no report of pt harm or medical intervention. No add'l info provided.